Event description:
It was reported that patient pocket infection occurred during device follow-up. Patient took a shower, and the dressing came off. The dressing was changed at home several times. Patient experienced symptoms include pus drainage, incisional wound opening, and redness at device pocket. Antibiotic treatment was necessary. Doctor ordered patient to start antibiotics on the date of this report. It was noted that the infection was related to post-operative instruction non-compliance. The devices were remained implanted and in service. Patient was alive with no injury or adverse event.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger product ID 37744, serial# (B)(4), product type programmer, patient product ID 355531, lot# n340679, implanted: 2012-(B)(6), product type screening device product ID 3550-29, lot# n333764, implanted: 2012-(B)(6), product type accessory. (B)(4).